Event description:
It was reported via trial that approx 27 months post xience v stent implantation in the mid right coronary artery (mrca), the pt experienced chest pain, diaphoresis, nausea and vomiting which was diagnosed as a non st elevation myocardial infarction (nstemi). On (B)(6) 2010, 70-100% stenosis was seen and a non-abbott stent was placed as treatment. There was no adverse pt sequela reported and on (B)(6) 2010, the event resolved. There was no add'l info provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. Angina, myocardial infarction, restenosis and nausea are listed in the products instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. In this case, and a non-abbott stent was placed as treatment for the stenosis requiring add'l hospitalization.